Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed on startup. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - the alarm was observable by hearing. - no device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. -neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed on startup. When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The hamilton vigilance reporting decision strategy prescribes to report startup issues. The alarm was observable by hearing. No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.